Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been transported by helicopter and hospitalized with hyperglycemia. The patient's blood glucose levels reached over 900 mg/dl while wearing the pod. Despite multiple good faith attempts to obtain additional details about this medical event, no other information was provided.